Manufacturer narrative:
This complaint record was being reopened for device evaluation due to the device being returned on 5/10/2024. Complaint evaluation was completed on 5/13/2024. The historical test records were reviewed in the qos system. The device had passed all tests. The pump was recertified once which completed on 1/31/2022, where all tests were passed. There was also a service test completed on the pump, where all tests were passed, and it was completed on 12/24/2021. The pump was programmed with the customer's library on 4/27/2022 most recently, but was configured to optum's library, who reported the complaint, on 09/30/2020. The pump was shipped to optum on 10/19/2020, from where the complaint was initially reported. The pump was received with software version number 5.9.2 and library configuration "ch-nov - v2". This configuration was found to be sent to the pump on 4/27/2022, after the pump was recertified. There are no other complaints on this device. The pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the evaluation and upon review it was noted that there were several abrupt power offs found in the log, which help explain the reported condition by the end user, as the pump lost its battery and powered off. An abrupt power off can be seen on event lines 0-2 by the "log_event_on" code without an "log_event_off" code before it. Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. A 100 ml infusion was ran on the pump using the end user's parameters of a 72 hour infusion. The infusion ran for 100 ml at a rate of 1.4 ml per hour. The infusion was successfully completed and the pump did not power off abruptly before finishing. The infusion was ran using an hs-008 IV cassette with lot # 2304023 and expiration date 03/17/2026. Upon further evaluation there were no loose connections or components inside of the device. Functional testing did confirm the reported condition but was not duplicated during testing. Reported issue found, device does not meet specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference: complaint # (B)(4).

Event description:
On 05/10/2024, infutronix received a pump for further evaluation. Upon review of the complaint record and the reported pump malfunction, the MDR reportability of this complaint was being upgraded to "yes", according to the us MDR decision tree. No patient was harmed.